Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 60- 120 mg/dl. Candy and food were consumed to address the bg level. Although requested, the cause of the low bg was not provided. During a pump system check using a new cartridge, an occlusion alarm sounded when the tubing was disconnected from the customer and a bolus was delivered. Further testing on the pump presented no further occlusion alarms. The customer was to continue to use the pump to manage diabetes.

Event description:
The contact reported that the cause of the previously reported low blood glucose (bg) level was not known; however, it was thought that the customer may have been delivering too much insulin via correction bolus due to the occlusions stopping the boluses mid-delivery.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump logs. Basal rate setting were changed at random. Basal rates were not changed drastically, but also not changed systematically. Seven cartridge change sequences were conducted on (B)(6) 2016, back to back. Four cartridge change sequences were conducted on (B)(6) 2016, back to back. Occlusion alarm annunciated once on (B)(6) 2016, and once on (B)(6) 2016. Bolus requests were made without user entering current bg levels, and still having insulin on board (iob). There was no evidence that the insulin pump experienced a malfunction or failure.